Manufacturer narrative:
(B)(4) the reported complaint that the "dilator frayed upon insertion" is not able to be confirmed. The product was not returned for investigation. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "reported that during use, the dilator frayed upon insertion." Additional information states that another dilator was used to complete the procedure. The patient's current condition is reported as "unknown."

Event description:
It was reported "reported that during use, the dilator frayed upon insertion." Additional information states that another dilator was used to complete the procedure. The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4).